Event description:
It was reported that during transport, the device hit a bump/pothole/curb in the road and the cot tipped. It was further reported that the patient was strapped into the cot and hit the ground. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that during transport, the device hit a bump/pothole/curb in the road and the cot tipped. It was further reported that the patient was strapped into the cot and hit the ground.

Manufacturer narrative:
It was originally reported that the cot tipped with a patient on the cot. It was determined that the patient did not receive any adverse consequences as a result of the fall.